Manufacturer narrative:
Vyaire medical complaint number (B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that water went up the airway sense line while the ventilator was in use on a patient. The end-users switched out the ventilator and there was no patient harm.

Manufacturer narrative:
Results of investigation: a vyaire medical field service representative (fsr) evaluated the device onsite. The fsr found water in the tubing inside the ventilator. The fsr replaced the hose tubing and the airway pressure transducer. The fsr calibrated the airway pressure transducer, checked the pneumatic functions, checked the power supply, completed the alarms test, and completed the patient circuit calibration and performance check. There were no issues found. The device meets manufacturer's specifications.

Manufacturer narrative:
Results of investigation: the vyaire medical failure analysis laboratory received the suspect component, a pressure transducer assembly, and evaluated the component. The assembly was returned for evaluation after the end-user found liquid ingress from the patient circuit that leads to this component. An evaluation of the component found no performance issues with the component.